Manufacturer narrative:
Analysis found that there was no fault in the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a nerve monitoring device was not working properly. There was no patient impact.